Manufacturer narrative:
Batch review performed on 6 november 2024: lot 2101198: (B)(4) items manufactured and released on 10-jan-2022. Expiration date: 2026-dec-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review (the other event happened with the same patient). Additional implant revised, batch review performed on 6 november 2024: stem: m-vizion 01.22.103 distal stem ø14mm l 140mm straight (k170690) lot 2318726: (B)(4) items manufactured and released on 29-jan-2024. Expiration date: 2029-jan-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary hip surgery on (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the proximal body. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon revised the proximal body and distal stem. The surgery was completed successfully. The other components are competitors. The surgeon thinks all components should be removed/revised for the washout.